Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Npb troubleshot this issue with customer over the phone. Customer will perform calibration and will maintain unit running for 48 hours. Customer reported that they could not duplicate the alleged event. Nellcor puritan bennett was not authorized to repair the vent.